Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg site discomfort. The large size of the ipg was bothering the patient and as a result, the patient was explanted and replaced with a smaller ipg. Effective therapy was restored and the issue was addressed with surgical intervention.